Event description:
It was reported that the user experienced an occlusion alert on the ilet with a steel teflon inset in place and approximately 29 units of insulin remaining; the user had extended wear beyond the recommended three days and was guided to disconnect, perform a fill tubing only sequence until drops were observed, then reconnect and resume delivery, resolving the alert. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and a lack of effect likely due to an occlusion, with cause not established given insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.